Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2316-70, serial/lot #: (B)(4), description: infinion¿70 cm lead kit. The explanted devices were not returned to bsc as they were discarded by the medical facility.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discharge form the lead incision site. The leads were explanted due to the infection. The physician suspects the infection to be procedure related. The patient was prescribed antibiotics.

Event description:
A report was received that the patient was experiencing discharge from the lead incision site. The leads were explanted due to the infection. The physician suspects the infection to be procedure related. The patient was prescribed antibiotics.